Event description:
It was reported that premature battery depletion occurred. The pt sought a healthcare provider who could evaluate the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).